Manufacturer narrative:
Whole blood collected by venipuncture at the same facility and tested promptly controls run before the incident recovered within range. The act 5diff cp is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). The call center technical representative reviewed the data and found the erroneous high wbc result had a v (voteout) flag and the rerun wbc had no flags. The root cause for the erroneous result is unknown; however, instrument generated.

Event description:
The customer contacted beckman coulter inc (bec) in regards to erroneous high wbc results within instrument (coulter ac t 5diff cp hematology analyzer) generated flags on a specific sample. The erroneous results were reported outside the laboratory. The results were questioned when the customer reran the sample per doctor's order and recovered a much lower wbc than the initial run. The call center technical representative reviewed the data and found the erroneous high wbc result had a "v" (voteout) flag and the rerun wbc had no flags. Patient treatment was not impacted by this event.